Manufacturer narrative:
Age & date of birth: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. Date of death: unknown. Explanted date: device was not explanted. Occupation: radiographer. The actual device was not available. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was a direct superficial femoral artery (sfa) puncture antegrade, was ultrasound (u/s) guided deployment. The patient was discharged home, felt a pop, and called the ambulance (not urgent) died at home. Additional information was revivified on (B)(6) 2023: the procedure performed was a antegrade sfa direct access. The procedure sheath was a 5fr sheath size. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. There was no blood loss. There were no concomitant medical products used with the angio-seal. No ambulance called the patient and was discharged home. Additional information was revivified on (B)(6) 2023: the pm does not suggest anything with regards to the closure device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As a result, the complaint was able to be confirmed for use against the device indications. The exact root cause was unable to be determined. Since it was stated that "as the pm report does not suggest anything with regards to the closure device, we are not required to pass on any further information." The relationship of the device to the reported death event cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). .